Event description:
The patient called lifescan and alleged that their meter prompting an error 4 message when attempting to test. They stated that their physician because they was unable to obtain result on their meter. The patient orignally stated that they received treatment from their physician however, they later stated that they did not receive any treatment. The result taht was obtained on the physician's meter was not reported. A replacement meter is being sent to the patient.